Event description:
The customer reported that the system images were not displaying properly. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep reformatted and reloaded the software. The system was tested and found to be working as intended and put back in service.